Event description:
It was reported, that patient presented for follow-up after implant. Upon interrogation, it was noted, that patient's right ventricular (rv) lead exhibited high threshold and r wave amplitude variation. It was further noted, from x-ray, that the lead was dislodged. The lead was on (B)(6) 2024. The patient was stable.